Event description:
It was reported that the patient presented in clinic for initial implant procedure. During implant, it was found that the right ventricular (rv) leadless pacemaker (lp) had gone into reset mode. Firmware was updated and the issue was resolved. The rvlp was implanted eventually without any patient consequences.